Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user report was confirmed as an e224 scope communication error was displayed dur to a faulty cable unit. Additionally, the rear cover label was fading, and the packing seal was peeling. Faulty components were replaced, successfully tested, and the device was returned to the customer on (B)(6) 2021. If additional information becomes available following device evaluation, a supplemental report will be filed.

Event description:
As reported, during reprocessing, the 4k autoclavable camera head would not display an image. There was no patient involvement during this event.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the manufacturer¿s investigation. A review of the device history record (DHR), and a review of the instructions for use (IFU) were conducted during this investigation. The review of the DHR did not find any abnormalities or anomalies identified during production. The device met all specifications upon release. The IFU contains the following statements: ¿never excessively bend, pull, twist, coil, squeeze, or crush the camera cable, which could damage the camera cable.¿ based on the results of the investigation, it is believed that unexpected stress on the cable and therefore, the failure of the cable unit was due to user mishandling. Olympus will continue to monitor the field performance of this device.